Event description:
The customer reported that she was hopitalized for high glucose level. Troubleshooting was performed. The basal rates were reviewed and found that at 10pm the pump was set to 0.0u. At 12am pump was set to 1.2u/h. Explained customer that he is not getting any insulin until 12am. Advised customer to review the basal rates daily.